Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead found that the helix mechanism was retracted and dried blood/body fluid was noted in the helix housing and tissue entwined in the helix. A laboratory technician tested the helix mechanism and found it was nonfunctional, the helix mechanism test failed after 15 turns based upon the clinical observations and the laboratory findings, we believe that the dried blood/body fluid inside the helix housing may have contributed to the irregularity in helix function.

Event description:
It was reported that during the implant procedure, this right ventricular lead was attempted to be implanted due to the experience helix issues, the screw was turned over 30 times to extend the helix, due to this the lead experienced high out of range impedance measurements. The lead was returned to boston scientific for analysis. Another lead was implanted instead. No further adverse patient effects were reported.